Manufacturer narrative:
Insulin pump received with normal operating currents, passed the self-test, unexpected restart error test, and displacement test however, unit alarmed compromised force sensor system during the prime/compromised force sensor system test at 4 lbs. Due to faulty force sensor resistor. Unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to compromised force sensor system alarm. Insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.